Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: d314trg implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2011; 694965 implantable tachy lead implanted: (B)(6) 2007; 407652 implantable pacing lead implanted: (B)(6) 2007.

Event description:
It was reported that an infection occurred. The left ventricular lead was explanted. No further patient complications have been reported as a result of this event.